Manufacturer narrative:
(B)(4). Date of death estimated as 01/01/2013. Date of event estimated as 01/01/2013. Date of implant estimated as 01/01/2012. The xience stents mentioned are being filed under a separate medwatch report. There was no reported device malfunction, and the product was not returned. The reported patient effect of death is a known observed and potential adverse event as listed in the rx vision instruction for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article; drug-eluting stents and bare metal stents in patients with nste-acs: 2-year outcome from the randomised basket-prove trial.

Event description:
It was reported through a research article identifying xience and vision family stents that may be related to approximately 6 cardiovascular deaths (3 per device family) at the one year time frame and 8 cardiovascular deaths (5 vision, 3 xience) at the two year time frame. Additionally, there may have been at the one year time frame 13 potentially related deaths (9 vision, 4 xience) and at the 2 year time frame 18 potentially related deaths (12 vision, 6 xience) following myocardial infarctions. The total population for these 2 device families was 510 stents implanted. Available patient information is documented. Details are listed in the attached article, titled drug-eluting stents and bare metal stents in patients with nste-acs: 2-year outcome from the randomised basket-prove trial. No additional information was provided.